Event description:
Procedure: pelvic organ prolapse and stress urinary incontinence. Reportedly, the patient experienced pain, injury, infection of her internal bodily tissue, dyspareunia, and has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for a "pelvitex."